Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges would not fit onto the pump. Reportedly, the user aligned the cartridge with the grooves on the pump and the cartridge would not "snap" into place. There was no impact to the user's blood glucose level. The user successfully loaded a new cartridge and resumed insulin delivery.